Event description:
A customer reported that the touchscreen was unresponsive. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer attempted a pump reset as instructed by technical support, but the issue persisted, leading to a failed 1,2 test. Consequently, technical support replaced the pump, arranged for its return, and ensured that the customer would use multiple daily injections (mdi) as a backup therapy.